Event description:
Oxygen tank was leaking, patient called the supplier for service. Supplier came and serviced tanks. Left the patient's home without securing the tanks after the service call. One of the tanks fell over causing a fire that burned the patient.